Event description:
It was reported the pt is not receiving stimulation due to the charger and programmer not communicating with the ipg. It was also reported the pt did not charge the ipg as recommended. As a result, the ipg is inoperable. The pt is not interested in replacing the ipg at this time.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.